Event description:
During an unspecified procedure, the instrument jammed. The surgeon manipulated the device off the tissue and applied another instrument to complete the procedure, the hosp has reported no pt injury.